Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was reading inaccurately high. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2012 and obtained the following information. The patient claimed that the alleged issue occurred at approximately 3:29pm on the same day she contacted lfs for assistance. She reported blood glucose results of "229 mg/dl" with the subject meter and "168 mg/dl" on another meter, (tru-to-go) performed at the same time. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient reported that she had noticed her meter readings were elevated since the beginning of (B)(6) 2012. The patient advised the mss that she manages her diabetes with humulin r u-500 insulin through her insulin pump and continued with her sliding scale dose based on the other meter results. The patient claimed she has been having long term symptoms of "blurred, dark vision and noticing small particles in the urine but mentioned she had the symptoms prior to comparing the subject meter with the other device. The patient denied receiving any form of medical intervention as a result of the issue. At the time of troubleshooting, the cca noted the subject meter's unit of measure was correct. The subject test strips were unexpired and stored correctly. A quality control solution test was not performed since the patient did not have the solution available. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury and no evidence the patient received medical treatment for an acute complication of diabetes. However, this complaint is being reported because the subject meter did not meet lfs' accuracy criteria.